Event description:
Caller states that she woke up at 5:00am with an feeling sweaty and shaky. She tested at 208 mg/dl on the device and at 66 mg/dl on an additional device. She reports drinking orange juice and not performing any further tests on this device. No medical treatment sought. Proper quality control solutions were not used. Requested return of suspect device and replacement was sent.